Event description:
The customer reported that the system was slow to retrieve thumbnails and was not working in the subtraction mode.

Manufacturer narrative:
(B) (4). The ge service rep was unable to format hd. He removed and replaced the hard drive. The system boots normally and images recalled correctly. He also found that the c-arm was intermittently not completing boot up and found a loose lemo connector pin. It was repaired. The system functions as intended.